Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference. Note: manufacturer attempted to obtain additional information and did 3 follow-up calls in an effort to ensure the customer condition but unable to establish contact with customer.

Event description:
Mr. (B)(6) called for assistance with his father's meter who was being transported to the ER in the ambulance because his blood glucose levels were 38 mg /dl when the paramedics arrived to customer's house. Customer's son was not able to provide any additional information at this time.